Event description:
It was reported the patient was experiencing a lack of therapeutic effect beginning two days ago. The patient programmer displayed a "call your doctor" icon and an end of service message. The patient was planning on contacting their hcp. Additional information has been requested, but was not available on the date of this report.